Manufacturer narrative:
H3, h6: no samples were received for analysis of this complaint. The device history record of reported lot numbers 4468661 was reviewed, and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Without the return of the used samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined.

Event description:
It was reported that there was 3.3 ml left and less than 0.0 ml remained after the pharmacy tried to draw out the remaining cassette. Per reporter, the pump was being removed from use. The cassette was disposed of in the chemo bin after disconnection. The event occurred while in use with a patient at the patient¿s home. There was patient involvement, and no patient harm/adverse event reported.